Event description:
Frayed tampon string [device breakage]. Case narrative: consumer reported via e-mail that the tampon string frayed. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Frayed tampon string [device breakage]. Case narrative: consumer reported via e-mail that the tampon string frayed. No injury reported.

Event description:
Frayed tampon string [device breakage] case narrative: consumer reported via e-mail that the tampon string frayed. No injury reported.

Manufacturer narrative:
Product investigation is in progress. An investigation is in progress for returned product received on (B)(6) 2026.